Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window and missing end cap sticker.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.